Event description:
It was reported there was high rv (right ventricular) pacing threshold and low rv sensing values. It was also reported that during revision procedure, cardioversion with the crt device was unsuccessful. External cardioversion was successful. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.